Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's programmer showed the stimulation was off. They turned it back on and had it set to program 4 at 1.0, where they felt stimulation comfortably in the bike seat area. They increased the stimulation to 1.1, where it was still comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had not been getting relief for the last ¿6 or 7 days they are going out of their mind.¿ troubleshooting found that stimulation was on, on program 4 at 5.5v. It was noted that they had tried programs 4, 3, and 2, and were advised to call by their healthcare provider. They were assisted with moving to program 3 and were able to feel comfortable stimulation at 4.0v. It was recommended that they try the new setting to see if it helps, and to consult with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the family member who said the patient was going to the bathroom a lot "more quickly" since 2018 (caller stated in the past couple of weeks) so they changed the patient from program 4 to 3, but they were still having symptoms. It was reviewed that the patient's healthcare provider (hcp) should be contacted before changing the program again; stimulation is at 2.8v and the patient is feeling it comfortably. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of the patient. It was reported that the patient was going to the bathroom more frequently. The patient programmer (pp) was used to sync with the implant and it showed that stimulation was on. The friend or family member noted that the patient was on program 4, increased stimulation, and noted that the patient had stated that the stimulation was tolerable. The friend or family member then changed to program 1 and increased to a point where it was comfortable for the patient. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that the patient will have symptom relief for a few weeks then experienced a return of symptoms. When the patient increased the stimulation, it would seem to provide symptoms relief for a few weeks but then the symptoms would return again, and they would increase the stimulation again. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient was going to the bathroom a lot, starting the night before the report. Stimulation was on program 4 at 1.0. No further complications were reported.